Manufacturer narrative:
The technician replaced the brake steer pedals, brake casters, brake steer torque tube and the hex shaft to resolve the issue.

Event description:
The account alleged that the brakes would not hold. No pt impact.